Manufacturer narrative:
On july 12, 2021, mentor estimated the patient's date of implant based on the manufacturing date of the device. If a definitive date of implant is received, a supplemental will be sent. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with two 500cc mentor memorygel breast implant and experienced bilateral ruptures and capsular contracture, baker grade 2 post-operatively. As a result, the patient underwent explantation and replacement with mentor gel implants on (B)(6) 2021. This report is for the right side device.